Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint indicated hole in the package, which was returned with no carton. The package was visually inspected. Scratches and abrasions were observed in multiple locations on the tyvek lid and it appears that the package was excessively handled. A suspected hole was located over a smooth part of the device handle. The hole could not be visually verified. The dye test was used to verify presence of the hole in the tyvek. Dye test confirmed hole was present. The hole had many scratches and abrasions around it. There are no sharp objects at the packaging workstations that could result in the hole or the scratches. The carton was not returned for evaluation and it is suspected that the package was stored outside of its carton. The complaint is confirmed and suspected cause is handling external to the packaging facility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, a hole was observed into the packaging before using the device. No more information will be available. Unknown how case was completed. There were no adverse consequences for the patient.